Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received a low battery message on the ipg. Reprogramming was performed to address the issue. Follow-up identified the patient underwent surgical intervention during which the entire scs system was explanted due to the low battery message.